Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cch had fiber optic sensor failure & difficult/unable to monitor arterial waveform/pressure. There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 type of investigation findings component code investigation conclusions h11. Product was not returned so an exact cause of the issue could not be identified. However based on our investigation a fiber optic sensor failure can occur due to one or more of the following probable causes. Iab sensor failure a fiber optic sensor failure in an intra aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting real time aortic pressure waveforms to the iabp console which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Causes of a sensor failure a sensor failure can result from the following. Loose connection between the sensor connector and pump. Exposing the sensor end with other surfaces. Optical sensor compatibility only with datascope corp maquet branded fiber optic iabps. Compatibility issues may arise if the sensor is connected to a non maquet branded pump which does not support fiber optic input. Off label use. Product was not returned so an exact cause of the issue could not be identified. However based on our investigation difficult or unable to monitor arterial pressure can occur due to one or more of the following probable causes. Difficult or unable to monitor arterial pressure this is a condition in which the intra aortic balloon pump cannot obtain a reliable arterial pressure waveform due to issues such as sensor failure fiber optic iab calibration failure or disconnection and or fiber optic break catheter lumen obstruction such as clot kink or lumen damage setup or equipment problems such as improper zeroing air bubbles damping loose connections or patient related factors like low pulse pressure or arrhythmias. In these situations the arterial signal becomes inaccurate or unusable for safe iabp operation. Causes of arterial pressure monitoring issues blood clot thrombus formation within the inner lumen. A break in the inner lumen. A kink in the inner lumen. Fiber optic iab calibration failure or disconnection. Fiber optic cable break. Fiber optic cable kink. Transducer not zeroed or vented properly. Over damped or flat arterial pressure waveform due to bubbles or excessive tubing compliance. Loose or incorrect pressure cable connections. Patient condition including low pulse pressure or arrhythmias. Off label use. The picture provided by the customer shows the transducer cord used. We are unable to confirm the failure based on the picture provided.

Event description:
N/a.